Event description:
It was reported that during intra-op, after intubation before the surgery, it was discovered that the electrode wire that should be buried in the endotracheal tube prolapses from the tube body and enters the cuff and could not be used normally. The procedure has been completed with another endotracheal tube. This consumable was not used earlier. There was no patient impact. It was also reported that the tube was checked before intubating and they were able to notice this issue.

Manufacturer narrative:
H3: analysis found that visually, the packaging carton was damaged when returned. The packaging carton contained size 6 emg tube and an open pouch. The pouch was open from 1 of 4 sides. There were no traces of contamination found on the device, and wire harness was wrapped in a tape paper. There was no damage noted in the construction of the device (externally). However, there was a damage noted under the cuff. The guide wire (blue electrode wire) was protruding/sticking through the lumen. Functionally, a syringe was used to inject 20cc of air into the cuff and cuff was slowly deflating. There were couple of small holes found in the cuff. A review of the global complaint data showed one other complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: previously added imdrf annex code f24, e2403 is no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that the issue was found prior to use and the tube was not used.